Event description:
It was reported that a remote transmission alert was received showing device mode switching due to pacemaker mediated tachycardia episodes and far-r oversensing. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.